Manufacturer narrative:
As we did not found any deviation that could cause a slippage, root cause cannot be linked to our product. From the information reported our assumption is that the incident may due to the pin placement. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head.

Event description:
Customer service was contacted on (B)(6) 2016. Customer states while trying to position the pts head, the ratchet on the aluminum skull clamp disengaged to some extent and caused a laceration on the pts left parietal area.